Manufacturer narrative:
Additional information: additional procedure information received.

Event description:
Medtronic received additional information on this reported event. It was reported that the crew broke inside of the anatomy and was successfully removed. There was no reported impact on patient outcome as a result of this issue. The procedure was completed without the use of navigation.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during spinal fusion procedure, the screw to the inserter was broken. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.